Event description:
Info received indicates the brake is not holding. The casters are ratcheting from side to side.

Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.